Event description:
The product was used during a cholecystectomy under coelic procedure. Reportedly, the clips did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.